Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The customer stated that there are no samples available for investigation. A review of the device history record is pending. Additional contact: (B)(6).

Event description:
The reporter stated that there were two incidents with tego connectors that reportedly ruptured when starting the hemodialysis procedures on a patient. The internal rubber valves were damaged. There was no harm to the patient as the problem was promptly identified.